Manufacturer narrative:
Correction made to section a and h6: it was confirmed there was no patient involvement.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that there is a speaker malfunction. The device was not in clinical use at time of event, no adverse event was reported.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that there is a speaker malfunction. It unknown if the device was in clinical use at time of event, no adverse event was reported

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number (B)(6). The following functional tests were performed: the field service engineer (fse) went onsite and confirmed the device speaker was defective and needed replacement. After the speaker was replaced the device returned to normal operation. Based on the information available and the testing conducted, the cause of the reported problem was the defective speaker. The reported problem was confirmed. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.